Event description:
It was reported that during endovascular aneurysm repair, a balloon rupture occurred. The lesion was located in the aorta. The details of the lesion are unknown. A balloon ruptured. To what atmospheres and how many inflations is unknown. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is good with no complications reported. Additional information was requested but unavailable.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.